Manufacturer narrative:
(B)(4). D10- medical product: psn fem cr cmt ccr nrw sz 7 l, item# 42502006201, lot# 67401941; psn tib stm 5 deg sz e l, item# 42532007101, lot# 67458262; psn mc ve asf l 11mm 6-7/ef item# 42512100711, lot# 67051426; canary tibial ext 14x30mm, item# 43557003014, lot# 67524576; biomet bc r 1x40 us, item# 110035368, lot# au09bb1301. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient reports experiencing lingering nerve pain, stiffness, catching, and clunking in the knee approximately five months post implantation. The patient has an upcoming appointment with the surgeon to address these ongoing issues. There is no additional information available.